Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Attempts have been made to obtain additional information, however, no additional information is available at this time. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported patient underwent right knee arthroplasty. Subsequently patient is experiencing pain and discomfort and was indicated for revision, however, revision has not been confirmed.